Manufacturer narrative:
(B)(4). Additional information provided in device evaluated by MFR? And evaluation codes. The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification with issues noted: particulate matter was found inside fluid path. The results of the particulate matter identification were consistent with protein (fibrin). The reported condition was verified. The cause was determined to be physio-fibrin blockage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the tube of the uv flash transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.